Event description:
Baxter sales rep received complaint customer regarding issue with interlink set leaking at the connection to the catheter set, set was being used on our 6201 pump when leak occurred. Set was replaced and treatment continued without any additional incident. No patient injury was reported at this time.

Manufacturer narrative:
Samples have been requested but not received for evaluation. Should samples become available, a follow up report will be filed. Review of the complaint history indicates similar issues have been reported.